Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose level over 500 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2022 with no known permanent damage. Reportedly, pump touchscreen was unresponsive. The customer reverted to an alternate form of insulin therapy.